Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced swelling at the implant site followed by a skin flap infection. On (B)(6) 2017, the recipient was hospitalized and treated with antibiotics through (B)(6) 2017. On (B)(6) 2017, the recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's skin flap is recovering well.

Manufacturer narrative:
(B)(4). The recipient was hospitalized from (B)(6) 2017 until (B)(6) 2017. The recipient had fluid drained and was prescribed cephalosporin for 18 days. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's infection has reportedly resolved.